Event description:
The customer reported the power supply was not working. The customer reported no patient involvement, no patient harm. The device has been removed from service due to cost of repair.

Manufacturer narrative:
The device has been removed from service due to cost of repair.